Manufacturer narrative:
The thermogard xp ivtm console (B)(4) was evaluated at customer site. The report of an air trap alarm was confirmed based on the evaluation of the event log. Multiple mid: 09 (air trap assembly) error messages were noted on the customer reported event date. Visual inspection of the console found that the air trap block needed cleaning. This observation is related to the report of an air trap alarm. After the console's air trap block was cleaned and reinstalled, the console was functionally tested and operated as intended without any issue observed. Archive event log data was downloaded and noted several mid: 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported ,thermogard xp ivtm console (B)(4) was displaying airtrap alarm. The customer tried to put the console on standby however was unsuccessful. To start the treatment , another thermogard was used. No patient harm or consequence was reported on this event.